Manufacturer narrative:
Summary of evaluation: handle cracking is typically caused by repetitive exposure to acidic chemicals in the hospital contamination process, and possible, accelaration by mechanical and therma effects.

Event description:
The black handle on both instruments is cracked. This was noticed during a routine instrument inspection at the agency office. Therefore, there was no pt involvement and thus, no adverse consequence for any pt.